Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were reseated and the software was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system's left monitor flickered and was unable to take images. There is no report of injury or death associated with the event described in this complaint.